Manufacturer narrative:
Product event summary: analysis found a sticky substance on the battery contact clips. Analysis also found the battery box was broken. It was noted the bail cover was missing.

Event description:
It was reported the parameters on the external pulse generator (epg) can not be adjusted. The epg was returned for repair. There was no patient involvement.